Event description:
The manufacturer received information alleging a ventilator failed a test step during testing. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's blower motor was replaced to address the issue. There was evidence of contamination. In addition of the above evaluation, the device's machine flow sensor, blower motor, blower seal, blower cap, blower chassis plate, muffler assembly, tubing were replaced due to contamination and the software was uploaded.